Manufacturer narrative:
The customer returned two devices. No serial number was provided, so we are unsure which device was involved in the event. Serial # (B)(6) replaced flaking head and body. Replaced damaged coupler gear. Cleaned and lubricated handpiece. Serial # (B)(6) replaced damaged head. Handpiece was cleaned and lubricated.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that an aseptico mini head contra angle would not hold files; no injury resulted.